Manufacturer narrative:
As the devices remain implanted, no further investigation of the devices can be conducted. Neither clinical images enabling direct assessment of product performance, nor the devices were returned for evaluation. With the available information, we are unable to determine the cause of these incidents and assign a root cause. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: adverse events: possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: endoleak and/or endotension.

Event description:
The following literature article was reviewed: wrede a, acosta s, lehti l, lorenzen us, zielinski ah, eiberg jp. Endoleak following endovascular repair of popliteal artery aneurysm: clinical outcome and contrast-enhanced ultrasound detection. Int angiol. 2023;42(1):26-32. Doi:10.23736/s0392-9590.22.04983-5. This is a cross-sectional cohort study of 31 re-invited patients treated with endovascular popliteal aneurysm repair [epar] from 2009-2019. All the patients were treated with gore®¿viabahn®¿endoprosthesis with heparin bioactive surface and follow up time was 33-143 months. Endoleak was detected in 16 paa and categorized as type I (n.=3), type ii (n.=10), type iii (n.=1) or indeterminate. At least one patient had re-intervention that included stent graft extension due to endoleak. Primary and secondary patency at follow up included seven patients with six occluded and one stenotic stent-graft repair due to paas [popliteal artery aneurysm] have been subject to re-interventions. Out of the five patients with six paas having claudication and loss of patency, one was scheduled for opar [open popliteal artery repair], three were prescribed physiotherapy and two patients declined further treatment.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. A2 / a3: the patients mean age is 71 years and the gender male as stated in the article. B3: date of event was determined as date when literature article was published, here february 8, 2023. H3 other code: as the devices availability remains unknown, no further investigation can be performed. Neither clinical images enabling direct assessment of product performance, nor the devices were returned for evaluation. Product history review: a review of the manufacturing records for the devices could not be conducted because the serial/lot numbers remain unknown. Several times the psc reached out to the author to ask, if the post-operative complications are related to our vsx-devices and/or if he can confirm that our gore devices have not malfunctioned and the complication and/or adverse events observed are not attributable to our vsx-devices. Furthermore details like event dates, serial no.'s, implant-dates, patient details, possible root causes and if the devices are available for investigation were requested. No further information was provided. With the information provided to gore, the root causes of the reported events cannot be established. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.